Event description:
I have a 10 day replacement dexcom g7 cgm batch provided in (B)(6) 2024 that has had a failure rate above 25%. And that for this lot, each and every sensor that paired and went on to begin monitoring, invariably required calibration and in several cases the x7 was 120 mg/dl over. What I later determined my actual bs level was, which both were in the dangerous range 30-50. I have dealt with the dexcom people to replace them each time which was almost every 10 days. The most recent one I reported on (B)(6) 2025 and told the dexcom support I only had one left, and given the failure rate, if the last one was bad I would be in trouble. As I suspected on the 30th I called to tell them I had no new device in hand and was told it was ordered no shipped not due and it would be 7 to 10 days before it arrived. When the last one failed I told them I needed a replacement for both failed units immediately and until I became irate at which point they said they were sending me a voucher for the replacement 2 sensors. My wife picked up my recent renewal pack and was told emphatically that they would not honor the vouchers. This is outrageous behavior all around, but most criminal in all this is the status quo treatment of these issues given all th surrounding lack of pursuing a bad batch all sharing the same lot #. What is the law or protocol they are compelled to follow. I don't want a form letter, I want to speak with an inspector or administrator, as this is highly inappropriate given the nature of diabetes and the immediate threat of coma.